Manufacturer narrative:
Evaluation summary: the analysis showed that the device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received partially fired and with no damage to the cartridge lock out tab. The returned device was found to be non functional, as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components; the firing trigger teeth and the firing trigger post were found damaged. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine, if further investigation is warranted.

Event description:
It was reported that during a hepatectomy, a cracking sound was heard in the middle of firing and a broken part fell off. The knife did not move and the staples were unformed. Competitors device was used to complete the case. There were no adverse consequences to the patient.